Manufacturer narrative:
Follow-up received on 14-jan-2016 from a pharmacist: hysteroscopy was performed to remove polyp and therefore electrodes were used for this operation. Upon hysteroscopy, the leg of the patient contracted suddenly. The surgeon thought that the electrode touched essure. Just after, the surgeon observed that essure broke as he found a piece in the uterus. Therefore, essure broke during hysteroscopy. No further information will be available. Follow-up information received on 28-jan-2016 (B)(4). No further information will be available. Company causality comment: this medically confirmed, spontaneous case report refers to (B)(6) female patient who was submitted to a hysteroscopy 4.5 years after essure (fallopian tube occlusion insert) insertion to remove a polyp. During this procedure, the leg of the patient contracted suddenly and the surgeon observed that essure broke as he found a piece in the uterus. Device breakage is an unlisted event in essure's reference safety information. Single cases of essure breakage have been reported. In this particular case, the surgeon thought that the electrodes used for polyp removal touched essure. Just after, he saw pieces of the device in the uterus. Considering device breakage occurred as a complication of the an intrauterine procedure (hysteroscopy) and based on event's nature; causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 09-mar-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. (B)(4). Final assessment: lot number 774385; production date: aug-2010; expiration date: aug-2013. From the complaint narrative, it is unclear whether it was the essure catheter or essure insert that broke. The complainant reported concern about "the electrode"; however, the essure device does not contain an electrode and does not use electrical energy. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the essure catheter or essure insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Additionally an intentional device misuse (the surgeon decided to cut a part considered as "too long" of left implant) was reported. A review of similar cases for this batch resulted in no further ae cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-mar-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to (B)(6)-year-old female patient who was submitted to a hysteroscopy 4.5 years after essure (fallopian tube occlusion insert) insertion to remove a polyp. During this procedure, the leg of the patient contracted suddenly and the surgeon observed that essure broke as he found a piece in the uterus. Device breakage is an anticipated event according to the technical assessment. Single cases of essure breakage have been reported. In this particular case, the surgeon thought that the electrodes used for polyp removal touched essure. Just after, he saw pieces of the device in the uterus. Considering device breakage occurred as a complication of the an intrauterine procedure (hysteroscopy) and based on event's nature; causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed. A review of similar cases for the reported batch resulted in no further adverse event cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 17-dec-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, lot number 774385. On (B)(6) 2015, during a planned hysteroscopy, the surgeon decided to cut a part considered as too long of left implant. Upon hysteroscopy, the leg of the patient contracted suddenly. The surgeon wondered if the electrode touched essure. The surgeon observed that the electrode broke and found in the uterus essure pieces. Follow-up information received on 18-dec-2015 - device breakage questionnaire provided: breakage was diagnosed on (B)(6) 2015 via hysteroscopy. Reason for post-procedure examination: resection of polyp. The implant broke on the left side, at the intracavitary portion. Essure was not removed. The broken pieces were retrieved in the region of the uterus. There was no any patient injury. Breakage could not have led to serious injury under less fortunate circumstances. No further information available at the time of the report. Company causality comment: this medically confirmed, spontaneous case report refers to (B)(6) female patient who was submitted to a hysteroscopy 4.5 years after essure (fallopian tube occlusion insert) insertion. During this procedure, the surgeon decided to cut a part considered as too long of left implant; then the leg of the patient contracted suddenly and the surgeon observed that the electrode broke and found in the uterus essure pieces. Device breakage is an unlisted event in essure's reference safety information. Single cases of essure breakage have been reported. In this particular case, it is unclear if the reported essure pieces appeared after physician cut the implant, if essure broke due to a complication during the hysteroscopy (electrode had contact with the insert) or if there was essure pieces in uterus before this procedure. The breakage was diagnosed 4 days after essure insertion. However, considering device breakage nature; causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.